Manufacturer narrative:
Visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown particles. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified sharp crease on posterior side. Based on the device analysis the final assessment was a sharp crease on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.